Manufacturer narrative:
It was reported that the foley catheter was placed at 11:00 am in the patient who was in labor and had epidural. Per report, the foley catheter was noted draining well until 01:44 pm when the patient was taken to the operating room for caesarian section after it was noted that her cervical dilation was arrested potentially from bladder distention. The foley catheter reportedly was "milked" and it started to drain. It was reported that there was no specific issue identified as potential reason for foley catheter not draining the patient's bladder. The patient did not require a foley catheter re-insertion after the incident. There was no serious injury reported related to the event. Due to the reported incident and in an abundance of caution, this medwatch is being filed. The sample was returned for evaluation and the reported issue of a non-draining foley catheter was not confirmed. It was noted that the catheter had been working properly until the patient was in the operating room, and that "milking" the catheter allowed for drainage. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that a patient with foley catheter in place, who was in labor, developed bladder distention and arrest of cervical dilation.